Event description:
A malfunction was reported on a pump, specifically involving malfunction code malf 3. The issue did not have an adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and a refurbished model with updated software was dispatched. The customer was informed about programming the new pump with their settings and connecting their cgm, acknowledged the instructions, and agreed to return the faulty pump within 10 days to avoid charges. Despite being upset about the refurbished replacement, the customer accepted it as the resolution provided by technical support.